Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family wil be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain, shortness of breath, hypotension and fainting. The target lesion was located in the proximal left circumflex artery and was treated with placement of 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was administered a loading dose of prasugrel 60mg and discharged 1 day later on aspirin and clopidogrel. Three days later, the patient was hospitalized with non-cardiac chest pain, hypotension, shortness of breath and fainting. The patient reported the onset of the chest pain occurred 3 days earlier, upon discharge from index procedure, and was described as mild in duration with increasing shortness of breath. Troponin levels were negative, and there were no new changes revealed in the EKG. The patient was treated by adjusting hypertensive medication and the event is considered resolved.